Manufacturer narrative:
Device passed the displacement test, active current test, sleep current test and self test. Blank display not confirmed. P-cap or reservoir locked properly in place. Device received with serial number label damaged.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the after changing the new battery the insulin pump did not turned on. Customer¿s blood glucose level was unknown. Customer did received low battery and after changing battery issue was persist. The belt clip of the insulin pump was damaged. The insulin pump will be returned for analysis.